Event description:
Medtronic received information that during use of a hms plus instrument, it was reported that the abnormal control test failed. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer stated that the instrument was operating ok. The only concern was against the abnormal control. After discussing over the phone with the service team, the customer was able to pass abnormal controls by lengthening the hydration time to 30min vs 10 min.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received additional information that the customer stated that the instrument was operating as expected. The only concern was with the abnormal control. After discussing over the phone with the service team, the customer was able to pass abnormal controls by lengthening the hydration time to 30 minutes instead of 10 minutes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that this device issue was involved with a liquid control, not a patient event. Controls are never used with patient involvement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.